Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer believed that the horizon was off on the endoscope. Fse spoke with customers and received more details in which the system received 32097 and 31226 errors on the universal surgical manipulator (usm1). Fse reviewed system logs and confirmed the errors and replaced usm1. The system was tested and verified as ready for use. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the camera horizon was off for both the 30 degree and 0 degree endoscopes. The tse asked if the image was flipped 180 degrees, which was confirmed. The tse then instructed the customer on how to resolve the issue by removing the scope, clutching the instrument, flipping the scope 180 degrees, and reinstalling it. However, the sterile staff decided the image was workable and chose to continue without resetting the scope. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32097 and 31226 errors were confirmed and replicated. In system logs, the 32097 and 31226 errors were found indicating a maxis error and an aurora link error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered, indicating aurora link error on fiber assembly, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber assembly. Once testing was completed, the rolling loop fiber assembly was applied behavior analysis (aba) tested and was verified to be the source of the fault. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.